Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level that ranged from 28-29 mg/dl. The customer lost consciousness and had a hypoglycemic seizure. The cause of the low bg was unknown. Emergency medical services were called and customer was treated with intravenous saline. The cause of the low bg was unknown. Recommendation was made to consult with healthcare provider regarding diabetes management.